Manufacturer narrative:
Unit passed self-test. The history was download successfully utilized thumps software. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 08/13/2024 00:00:07:00 pm with variable (15). Pump error 63 alarm due to software issue. Unit received with moisture damage noted on, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection fading serial number label and cracked case corner of belt clip rails. Pump error 63 alarm triggered by three consecutive pump error 63 alarms on 08/13/2024 pm with variable 15 due to software issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced change sensor/bad sensor, sensor updating/sg not available, pump error 63. The customer reported no adverse event. The event involved product(s) mmt-7020ga, mmt-7020ga, mmt-1880. Customer reported receiving a pump error. Customer was able to clear the error and successfully complete fill cannula delivery test. Error table indicated that pump requires replacement. Cust received a change sensor alert. Explained possible causes. Cust is unable to run a transmitter test and/or test passed. Cust advised to try another sensor. No harm requiring medical intervention was reported. No product return is required for mmt-7020ga. No product return is required for mmt-7020ga. Mmt-1880 was requested and customer response was the device will be returned.